Manufacturer narrative:
The device was visually inspected and the translation screw seat is slightly splayed. In addition, there are some scratches on the surface of the screw seat where the torque stabilizer would make contact with the screw seat and the screw itself is slightly bent. The device was functionally inspected and the screw does not slide on the trolley smoothly. Also, the screw seat would not fit into a conforming screw tower, confirming that the screw seat is splayed. The device history records were reviewed and it was confirmed that all devices associated with this lot passed all inspections and there are no non-conformances or other discrepancies noted that would pertain to the reported failure. Based on the current available information, the most probably root cause is off-axis torquing of the plug or excessive torquing of the plug.

Event description:
The sales associate reported one screw broke and a second screw splayed while being inserted. A 35 minute surgical delay was reported. No adverse effects were reported as a result of the surgical delay.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File one of two for the same event.